Event description:
Pt undergoing cerebral angiogram & embolization. While deploying the coil, the coil stretched, detached prematurely and then prolapsed in the internal carotid artery. A snare was inserted and the prolapsed coil was removed. The procedure continued.